Event description:
It was reported that the printer on the programmer was out of order. It was noted that the tray cannot be removed and it was believed that something was locked inside the tray. The programmer was returned for service, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the printer drawer would not open all the way, the printer switch was also broken off, it would not print, the keypad cable was broken, the overlay bezel assembly was broken, and the electrocardiogram (ECG) connector was loose. (B)(4).